Manufacturer narrative:
E1: patient city: (B)(6). Patient country netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.